Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection. Surgeon suspects that an existing tooth infection was the root cause. A 36 +0 biolox v40 ceramic head and a 36e 0° poly were revised.